Event description:
(B)(6). It was reported that during a coronary drug eluting stenting treatment procedure a stent embolization occurred. The physician predilated the mid left circumflex (cx) artery with a medtronic sprinter mx2 pci balloon. The cx was moderately tortuous, with mild calcification of the lesion and 50% stenosis. The lesion had previous stents of unk size and type placed in the past. The new lesion was outside of the previously stented area. The physician attempted to deliver the taxus express2 3.00x12mm stent to the lesion, but was unable to cross the lesion. The physician tried to pull back the stent into the 6f jl 3.5 sh guide catheter, but the stent was sheared off of the delivery system before it could be properly retracted inside the guiding catheter. The stent was unable to be located and retrieved, and is assumed to be in the pt. There were no pt complications reported, and the pt condition was reported as ok.

Manufacturer narrative:
The device has been received for analysis, but the add'l testing is not complete at this time.